Event description:
A hospital in (B)(6) reported that the manometer needle of an rd900aeu neopuff infant resuscitator was "not reaching zero". This was noticed during use on a patient. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint rd900aeu neopuff unit was returned to fisher & paykel healthcare service centre in (B)(4) for inspection. It was performance tested for the reported fault. Our investigation is accordingly based on the service report provided by our service centre. Results: the manometer needle could not be reset to zero during performance check, confirming the reported fault. A lot check revealed no other complaints of this nature for lot number 050321. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. We were unable to determine definitively the root cause of the reported fault. All neopuff units are visually inspected and performance tested prior to leaving the production line and those that fail are rejected. This suggests the subject neopuff unit was damaged post production, possibly the manometer needle was incorrectly adjusted or the unit itself was subjected to impact. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. In addition the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff".